Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that when their implant procedure was completed, a pacing lead 'pricked' her heart as it was too bit causing pericardial effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.